Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to <1. One week later, a control transesophageal echocardiography (tee) was performed which noted a clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and there was an increase in mr. An additional mitraclip procedure is being discussed with the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history for the device identified no similar incident reported from the lot. All available information was investigated, the reported single leaflet device attachment (slda) in this incident appears to be related to patient morphology/pathology (big prolapse). The reported patient effect of mitral regurgitation was likely a result of the slda. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.